Manufacturer narrative:
The lot number was provided for one out of two malfunctions; therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for two malfunctions. For one of the two malfunctions the investigation is confirmed for tilt. The remaining one malfunction the investigation is inconclusive for tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported malfunctions indicated that model ec500f vena cava filter allegedly experienced tilt. This information was received from various sources. The malfunctions involved patients with no known impact to the patients. Of the reported patients, one was male and one was female. One patient was (B)(6). The age and weight of second patient was unknown.